Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient has a initial right tha. Patient had a follow-up reporting no issues, no pain and no radiographic findings. At the 10 year follow-up the patient reported mild pain in right hip. Patient was given injection. Symptoms have reportedly resolved. No further information was provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 00877503602 lot# 2733045 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient developed mild right hip pain which has required iliopsoas injection approximately 10 years post-implantation. Symptoms have reportedly resolved at this time and no further details have been provided. Attempts have been made and no further information has been provided.